Event description:
The event occurred in china. It was reported that the hl20 pump displayed the error message: "head" during use. No harm to any person has been reported. Since the reported error message: "head" could lead to an unintentional pump stop, a report is required in us. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china during treatment. It was reported that a hl 20 pump displayed the error message "head" occasionally. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician will be sent for investigation. As soon as new information becomes available a follow up medwatch will be submitted.

Manufacturer narrative:
It was reported that a hl 20 pump displayed the error message "head" occasionally. The event occurred during a routine check. No harm to any person has been reported. The failure can cause an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair on 2024-09-14 and 2024-10-18. The failure could be reproduced and the motor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar case was already investigated by the getinge life cycle engineering on 2022-09-09 with the following outcome. The rpm (roller pump module) motor consists of two main components, the motor itself and a tachometer connected to the motor drive unit. The tachometer generates a dc voltage signal that is proportional to the speed and is used to control the motor to the target speed set by the user. In the event of deviations between the target and actual speeds, the control system first attempts to adjust the speed of the motor to the target by regulating the motor. If this is not possible, the motor is stopped by the control system and the message head will be displayed. The most probable root cause could be determined as a defective motor tacho produces a faulty speed signal. Even when the motor is not turning, the tacho produces a signal that corresponds with a high speed. The review of the non-conformities has been performed on 2024-10-31 for the period of 2018-10-02 to 2024-09-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-10-02. Based on the results the reported failure "error message head" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).